Manufacturer narrative:
This report is for an unknown dhs/dcs lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used in surgery for the proximal humeral fractures on (B)(6) 2016. The surgeon planned to take out compression hip screw system (chs) screw and perform the overall hip surgery. During the surgery, he explanted the dynamic hip system (dhs) tube plate with no difficulty. However, he struggled with removing the lag screw from the dhs/dcs explant device. Finally, he cut out the lag section of the lag screw and completed the explant; it was noted no fragments were generated. After the surgery, total hip arthroplasty (tha) was completed. There was a surgical prolongation of one hundred and twenty (120) minutes reported. There is no information available about patient and surgical outcome. Concomitant device: dhs/dcs device (part/lot unknown, quantity 1). This report is for an unknown dhs/dcs lag screw. This is report 1 of 1 for com-(B)(4).